Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 pocket b1 was failed to release and not detected on bus. A field service engineer turned off the pyxis station and opened the back of the main cabinet, accessed drawer 6, inspected it, removed the b tray, and manually released the full-height cubies. After replacing the tray, the fse reassembled the drawer and inserted both cubies, powered the pyxis back on, logged into the hardware test application (hta), and opened drawer 6, then ran a full drawer test on main 6. After rebooting the pyxis and returning to the application, customer logged in and successfully inventoried medications in drawer 6. The drawer was tested again in hta and confirmed fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6n-b. Main drawer 6 pocket b1 failed to release, and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.